Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficult insertion and damaged catheter is confirmed. Five photos showing a 20 ga powerglide pro device were provided for evaluation. The photos show the distal end of the device housing, the needle, the catheter, and guidewire extending from the needle. The needle was seen to be piercing the catheter shaft at a region proximal to the distal end. The guidewire was extending past the needle tip but was still extending through the sheared portion of the catheter. Blood residue was present on the components shown in the images. The damage visible in the images is consistent with damage caused due to retraction of the catheter in to the needle after initial catheter advancement. The event description indicates the patient jerked their arm during the insertion process which likely contributed to the damage observed. The product instructions for use (IFU) states, "warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter." Since the catheter appears to have been sheared but the needle during the insertion process, the complaint is confirmed. H3 other text : evaluation findings are in section h.11

Event description:
It was reported "the rn was placing the device with this company rep at bedside. Patient got access, walked her needle in, instaflash confirmed, guidewire was advanced with no issue, catheter then advanced and patient reported pain, rn who was placing reported no resistance but I encouraged rn to stop and not advance catheter anymore. I then instructed the rn to slowly pull back on the entire system which she did but at that time the patient jerked their arm causing the catheter to move. Rn reported that "the catheter moved". I then instructed the rn to pick up the ultrasound probe and place it over the site to see where the catheter tip was at that time. Difficulty finding the needle tip at first but it appeared that the needle tip was next to the vessel (in soft tissue). Rn reported difficulty pulling back on the device so I instructed her to stop at the time, I then stepped outside the patients room and called PICC rn to help come assist due to the placer rn being a trainee. Once PICC rn arrived she attempted to slowly remove the device but felt resistance, rn located needle tip using ultrasound probe and also noted that the tip of the catheter and guidewire to be in the soft tissue. PICC rn called the physician who then came to assess the site. Shortly after the physician was able to use lidocaine and remove the device. The device was removed by the physician, catheter and guidewire was completely intact and no wire was noted to be broken off. Slight bleeding noted to site , pressure bandage was applied to the patients arm by the rn. Patient reported pain to site, but no other signs of trauma was noted, no swelling or edema noted."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "the rn was placing the device with this company rep at bedside. Patient got access, walked her needle in, instaflash confirmed, guidewire was advanced with no issue, catheter then advanced and patient reported pain, rn who was placing reported no resistance but I encouraged rn to stop and not advance catheter anymore. I then instructed the rn to slowly pull back on the entire system which she did but at that time the patient jerked their arm causing the catheter to move. Rn reported that "the catheter moved". I then instructed the rn to pick up the ultrasound probe and place it over the site to see where the catheter tip was at that time. Difficulty finding the needle tip at first but it appeared that the needle tip was next to the vessel (in soft tissue). Rn reported difficulty pulling back on the device so I instructed her to stop at the time, I then stepped outside the patients room and called PICC rn to help come assist due to the placer rn being a trainee. Once PICC rn arrived she attempted to slowly remove the device but felt resistance, rn located needle tip using ultrasound probe and also noted that the tip of the catheter and guidewire to be in the soft tissue. PICC rn called the physician who then came to assess the site. Shortly after the physician was able to use lidocaine and remove the device. The device was removed by the physician, catheter and guidewire was completely intact and no wire was noted to be broken off. Slight bleeding noted to site , pressure bandage was applied to the patients arm by the rn. Patient reported pain to site, but no other signs of trauma was noted, no swelling or edema noted."

Event description:
It was reported "the rn was placing the device with this company rep at bedside. Patient got access, walked her needle in, instaflash confirmed, guidewire was advanced with no issue, catheter then advanced and patient reported pain, rn who was placing reported no resistance but I encouraged rn to stop and not advance catheter anymore. I then instructed the rn to slowly pull back on the entire system which she did but at that time the patient jerked their arm causing the catheter to move. Rn reported that "the catheter moved". I then instructed the rn to pick up the ultrasound probe and place it over the site to see where the catheter tip was at that time. Difficulty finding the needle tip at first but it appeared that the needle tip was next to the vessel (in soft tissue). Rn reported difficulty pulling back on the device so I instructed her to stop at the time, I then stepped outside the patients room and called PICC rn to help come assist due to the placer rn being a trainee. Once PICC rn arrived she attempted to slowly remove the device but felt resistance, rn located needle tip using ultrasound probe and also noted that the tip of the catheter and guidewire to be in the soft tissue. PICC rn called the physician who then came to assess the site. Shortly after the physician was able to use lidocaine and remove the device. The device was removed by the physician, catheter and guidewire was completely intact and no wire was noted to be broken off. Slight bleeding noted to site , pressure bandage was applied to the patients arm by the rn. Patient reported pain to site, but no other signs of trauma was noted, no swelling or edema noted."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt0474 showed no other similar product complaint(s) from this lot number.